Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead came out when the physician was explanting the right atrial (ra) lead. The implanting physician used a retain wire technique to pass those two leads, the rv lead moved because both leads involved went pass through the same site puncture. Subsequently, this lead was explanted and replaced a new lead. No additional adverse patient effects were reported.